Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
Country of origin is (B)(6).

Event description:
The cardiologist complained, on behalf of a patient, of a discrepant inr result with coaguchek inrange meter serial number (B)(4) when compared to a laboratory result using the stago neoplastin ci plus method. The meter result was 3.0 inr and the laboratory result was 1.9 inr. The patients therapeutic range is 2.5 - 3.5 inr. No other patient information was provided. There was no allegation that an adverse event occurred. Relevant retention test strips (lot 345213) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.